Event description:
Treatment of a small berry aneurysm measuring 3.0mm x 5.0mm located in the center of the a-comm (anterior communicating) artery. The patient underwent embolization treatment on (B)(6) 2014. During the procedure, it was reported the implant coil prematurely detached as the pusher was pulled back in order to reposition the coil inside the aneurysm. The detached implant coil will not be removed from the patient since the physicians were satisfied with the location of the implant coil. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned without the implant coil as it remained in the patient. The evaluation could not determine the cause of the event. There is a warning in the axium IFU (instructions for use) that states, "if axium detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implanted pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and the coil." (B)(4).